Event description:
It was reported that a device alarmed for a system error 322. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.